Event description:
It was reported an 8f angio-seal device was used to seal the arteriotomy site. During the procedure the right femoral artery was perforated. The pt was taken to surgery for repair. While placing the central IV access the pt developed a hemothorax and subsequently died from pulseless electrical activity - cardiac and shock. The deploying physician does not attribute the events to the placement of the angio-seal device. Two possible lot numbers were reported 1115771 and 1117220.